Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that "no readings", "sensor error" or "brief sensor issue" occurred. The wearable was inserted into the arm on (B)(6) 2026. On 01/14/2026, it was reported that the patient experienced a sensor error after which they experienced a hyperglycemic event. The day of the event at 01:00am, the patient was awakened from her sleep because the cgm device alerted for a brief sensor error and stated ¿wait up to 3 hours¿. The patient decided to go back to sleep. When the patient woke up at 09:00am, she experienced feeling dizzy. The cgm device was still showing the sensor error, and when the patient took a fingerstick the blood glucose reading was 504 mg/dl. The patient tested positive for ketones, but no specific value was reported. The patient stated she would have been experiencing diabetic ketoacidosis and self-treated 10 units of insulin. When the patient called dexcom at the same day of the event, they were in transit to the hospital, but it was unknown how they were going to the hospital. No other details were documented, and attempts to contact the patient for more information were unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.